Event description:
It was reported that the minicap transfer set had fluid leakage from an unspecified location. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and damage in multiple locations of the female connector was observed. Leak testing was performed with a laboratory mini cap attached to the dark blue connector and a leak was noted beneath the mini cap. Clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the leak was due to damage to the female connector. The cause of the damage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.